Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to amplitude changes and oversensing. During testing, the amplitude changes were reproduced with palpation of the xyphoid process in the primary sensing vector. The device was reprogrammed. No adverse patient effects were reported. The device system remains in service.